Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A video was provided for evaluation. The video shows that they are injecting liquid into the sample, however, the reported condition cannot be confirmed solely through the video since the sample is required to analyze the reported condition. The complaint shall be reopened if a sample is received. As the physical sample has not been received for evaluation, a potential root cause could not be determined, and product specifications could not be confirmed. The case was reviewed with the multifunctional team. All process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition; and the condition has not been reported to be present in the past current process was running according to approved specifications. A 100% visual inspection performed by the production personnel during the packaging process, to detect and discard any identified non-conforming products. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
(B)(6). However, due to character limit restrictions the entire email address does not fit in this field. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the feeding tube was used, during the purge activity it was identified that the device was clogged. The feeding tube was withdrawn and replaced. There was no patient injury.